Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and thrombosis, as listed in the absorb bioresorbable scaffold system instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure on (B)(6) 2014 was to treat an 80% eccentric stenosis in the right coronary artery (rca) and a stenosis in the left anterior descending (lad) artery. The patient presented with st elevated myocardial infarction. The rca lesion was pre-dilated, reducing the stenosis to less than 40%. A 3.5 x 28 mm absorb scaffold was implanted in the rca. No post-dilatation was performed. An unspecified absorb scaffold was implanted in the lad. Final angiographic results showed less than 10% stenosis. The patient remained on dual antiplatelet drug therapy (dapt) for one year. On (B)(6) 2017, the patient was hospitalized for myocardial infarction and coronary angiography revealed occlusive late thrombosis in right coronary. Balloon angioplasty was performed and multiple drug eluting stents (des) were implanted in the rca. The scaffold in the lad was patent, no thrombosis; however, there was a new lesion in the lad which was treated with one des. There was a good final patient outcome. No additional information was provided.